Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product bd507r - adson tissue fcps fine w/1x2t 120mm. According to the complaint description, a missing part of the tip of device was noted after the operation. An x-ray was taken. The piece (0.5mm-1mm) had been removed successfully. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the mouse tooth of the clamp has broken off. The fracture surface does not provide a clear cause. The hardness was according to specification. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: bsed upon the investigation results, a definite root cause cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.